Event description:
The customer reported that an error message displayed during a prostate procedure at 36,885 joules with the first fiber and at an unknown joule count with the second fiber. Due to the reported errors the physician switched to a turp to complete the prostate case. No pt injury was reported.

Manufacturer narrative:
The laser was evaluated and serviced. The field service engineer (fse) could not duplicate the reported error.